Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a siren alarm. The patient's download history revealed a gel fire fault and a treatment delivered. The patient was playing with someone at the time and reported that he was fine and didn't remember the treatment. The treatment delivered a 6 joule pulse. The patient was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treated, gel fire fault) was confirmed. Upon investigation all electrode belt gels were intact. No gel was deployed during the event. The electrode belt passed all functionality t ests during evaluation. The treatment event was caused by dual-channel noise and fine artifact due to active patient movement. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (6j pulse treatment, gel fire fault) was confirmed. A 6j pulse occurs when the lifevest monitor attempts to fire a pulse into an open load. The cause for the open load was isolated to a belt communication issue. The monitor's electrode belt connector was found to be defective, causing intermittent electrode belt communications faults due to the electrode belt not fully seating into the monitor connector. The defective connector caused the gel fire failure and low-energy pulse. The monitor was tested with multiple electrode belts, and the electrode belts were unable to fully latch into the monitor connector. The root cause of the defective latching mechanism of the monitor connector could not be positively identified but was likely excessive force during the reported patient activity. No adverse event occurred due to the treatment event and defective monitor connector. The patient received a replacement monitor and electrode belt.